Manufacturer narrative:
No patient information available. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the gold probe was tested outside of the patient for functionality. However, the gold probe failed to deliver electrical current. It was reported that there was no visible damage to the device. The gold probe was used in conjunction with a competitor's adapter cable and generator. A plasma coagulation treatment was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. In addition, it was reported that the generator and adapter cable were used with another gold probe successfully in another case.